Event description:
Reporter noted they assembled and test calibrated the laser. Laser was on standby, dr started to treat and noticed filter was off. There was no error message received that the filter was not in place. Adjusted the toggle, tried again, then filter was in place. No pt or user injury occurred.